Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pulsed field ablation generator was selected for use. A spline inversion issue occurred when the catheter slipped into the vein in flower position, causing the application to be interrupted. Then, the console displayed the f-0x201: main post failure. After this error was displayed, the console could no longer be used, so the procedure had to be cancelled. No patient complications were reported. The device is not expected to return as it will be repaired on site. This complaint is being reported due to an aborted procedure with the patient under sedation.

Manufacturer narrative:
The device has been received for analysis at boston scientific laboratory. Visual inspection of the device found no abnormalities or defects on the exterior of the device. The log files of the generator revealed the reported error with a binary code indicating high resistance failure on channel 2. The device went through electrical testing and found that the powered reference voltage at channel 2 was lower than expected. The "cause traced to device design" conclusion code was selected. Analysis of the returned device determined the failure to be attributable to a failed gate driver ic on channel 2.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farastar pulsed field ablation generator was selected for use. A spline inversion issue occurred when the catheter slipped into the vein in flower position, causing the application to be interrupted. Then, the console displayed the f-0x201: main post failure. After this error was displayed, the console could no longer be used, so the procedure had to be cancelled. No patient complications were reported. The device has been received at boston scientific post market laboratory. This complaint is being reported due to an aborted procedure with the patient under sedation.